Event description:
Anesthesiologist reported that he had placed an arrow cvc single lumen catheter into the femoral artery of a patient in the ICU. He said as he was pulling out the wire he noticed it looked ¿short¿ and ¿didn¿t look right.¿. He stated he was immediately aware that part of the line was likely still in her artery and he was able to successfully extract it without issue or trauma and without leaving any foreign object in the patient. He sequestered the wire in his office. He asked if the manufacturer could be asked to provide assurances that the venous catheter used also has an indication for access through arterial line. There was no harm/injury to the patient. The wire was saved and returned to the manufacturer for inspection and investigation. Th outside wrapping of the catheter had been discarded so not all usual identifying numbers were available to include in this report. The manufacturer¿s representative advised us that the single lumen central venous catheter that was used and is being reported in this document is not indicated for arterial use and he provided product specifications and ordering information to our supply manager. This type of single use central venous catheter is sometimes used to secure a femoral arterial line access in post operative cardiac surgery residing in the ICU. FDA safety report ID # (B)(4).